Event description:
Attorney reported: in 2004 - the pt underwent a hernia repair procedure with implant of a mesh patch, (product catalog number 0010101). Five months later - the pt underwent a hernia repair procedure with implant of a mesh patch, (product catalog number 0010103). In 2008 - the pt underwent removal of previously placed mesh patches.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available. Note: for info related to the 2004 implanted kugel mesh (product catalog number 0010101), please refer to MDR 1213643-2008-00373.